Event description:
It was reported that during an unknown procedure, the device could not close properly when putting tissue/clip into the jaw. There were no adverse consequences to the patient. One device returning.

Manufacturer narrative:
Info anticipated, but unavailable at this time.